Manufacturer narrative:
The investigation is not yet completed; investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported the blade light source is dimming. No patient or procedure involvement. No negative impact in state of health reported.

Manufacturer narrative:
Per evaluation from the manufacturer: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer was confirmed. The device passed the quality check at the time of delivery. The technical examination of the video laryngoscopes revealed several user-induced defects that led to a failure of the light output. Due to damage to the blade, the housing and the cover, a leak between the housing, liquid can penetrate the interior of the housing where the electronics are located. This damages the circuit board due to a short circuit, which impairs the function responsible for light transmission and leads to a failure of the light output. Should new or additional relevant information become available, we will resume the investigation accordingly. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. This event is filed under internal complaint ID (B)(4).